Event description:
A programming history database periodic review was performed on this patient's generator and high impedance was indicated during a system diagnostic test. The patient¿s epileptologist confirmed that high impedance was seen on the patient¿s device and the device was therefore disabled. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent a lead revision. The explanted product has not been received by product analysis to date.